Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the syringe module did not deliver the entire volume was confirmed by tech support. Tech support had a walk through with the customer and revealed the following, gathered available information and escalated to dchu. Receive call from customer indicating patient involvement. Create case. A. Obtain any additional information such as but not limited to log files, screen shots etc and attach to case mark case as infusion - ca. Indicate if patient was involved and if patient was harmed. Case will be escalated to customer advocacy by selecting the above and saving case. Customer advocacy will create a case in trackwise and email us back. We will provide this information to the customer. After information has been provided we can close our case. No further investigation of this issue is possible at this time, and no patient harm was reported. Based on troubleshooting results, technical services couldn¿t determined the probable cause of the customer¿s reported issue.

Event description:
It was reported that the syringe module did not deliver the entire volume. The hospital's pharmacy determined that the issue was due to use of incorrect syringe and the hospital has stopped using this incorrect syringe. There was patient involvement but no harm.